Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery? Location and character of the pain? Date and results of reoperation? Are any photos available? What is the patient's current status?

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on unknown date and the mesh was implanted. After the procedure, the patient returned complaining of pain. The patient was re-operated and the mesh migration was found off to the side of defect in the groin space. Another mesh brand with secure straps was used to resolve the issue. The patient has been discharged. Additional information has been requested.